Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the device was rec'd with the anvil extended from the tube as the anvil crimp was noted to be insufficient; in addition the device was noted the have the clamping mechanism damaged. One cartridge was rec'd loaded on the device and void of staples. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke were engages with the tube was found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap appendectomy procedure, the device did not fire. Completed the case with the same like product. There was no pt consequence.